Manufacturer narrative:
The device was returned for analysis. The reported guide break was confirmed. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported guide break and device entrapment; however, the surgical intervention appears to be related to circumstances of the procedure. Factors that may contribute to a guide break include, but not limited to, challenging anatomy, high angle of insertion or excessive downward force. A separated guide will compromise foot functionality and the inability to open and close the foot resulting in device entrapment. The observed needle to cuff miss was likely an interaction with the patient anatomy or inability to maintain position/stability of the device during deployment. The observed foot separation was likely a needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.). There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via a 5f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a proglide device was inserted into the vessel and became stuck. It would not move forward or backward. A surgical cut down was performed to remove the device which had broken at the guide yet was held together with the actuator wire. The procedure was aborted. Surgical suturing was used to achieve hemostasis. There was a clinically significant delay in the procedure and prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.